Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, " during surgery, at the moment in which the cutting guide was going to be passed, it is evident that said reference arrives broken because it does not fit and when the doctor starts with the saw, it falls to the floor because it did not have a grip support. There is no report or prior notice of the condition of this piece. For the aforementioned reasons, there was no discomfort on the part of the specialist because it was possible to resolve the problem by removing the piece, since the procedure could continue without it, thus successfully completing the surgery, without affecting the patient and without altering surgical times. Upon completion, the aforementioned cutting guide is marked with red tape and left inside the equipment for easy identification and replacement when the devices return to the j&j facilities. A report is also left in the case report and this medium in order to inform you of what happened." The product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that attune mod post saw cap sz 3-5 (254500045) had broke. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune mod post saw cap sz 3-5 would contribute to the complaint about the device issue. Based on the investigation findings, potential cause can be attributed to end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that during surgery, at the moment in which the cutting guide was going to be passed, it is evident that said reference arrives broken because it does not fit and when the doctor starts with the saw, it falls to the floor because it did not have a grip support. There is no report or prior notice of the condition of this piece. For the aforementioned reasons, there was no discomfort on the part of the specialist because it was possible to resolve the problem by removing the piece, since the procedure could continue without it, thus successfully completing the surgery, without affecting the patient and without altering surgical times.

Manufacturer narrative:
Product complaint:(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.